Event description:
It was reported during a post operation check that the patient's right ventricular (rv) lead exhibited no capture and r wave amplitude variation. X-ray confirmed that the rv lead was dislodged. The rv lead was repositioned. The patient was in stable condition.